Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge of a minicap did not appear to have iodine. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from 05 jun 2014 through 10 jun 2015. Although the used sample wasn¿t returned, an unopened companion sample was received and an evaluation was performed to investigate the reported event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The packaging of the sample was visually inspected with no defects found that would compromise the seal of the packaging. Submerged pressure testing of the unopened packaging verified that no leaks were present in the minicap pouch. Once opened, the minicap was visually inspected and iodine was found to be present on the sponge of the minicap. Upon conclusion of the investigation, the reported event could not be verified and the cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.